Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation therapy from the scs system. A CT san revealed the patient's lead had migrated. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the same lead was repositioned. Reportedly, effective therapy was restored following the procedure.